Event description:
The suspect device was used to check the customers glucose. Pt obtained a result of 301 mg/dl and took a nap. Pt's spouse could not awake pt and called the paramedics. They checked their glocuse and the level was 47 mg/dl. Pt was given a shot of glucose and taken to the hospital. At the hospital their glucose was 27 mg/dl and pt was further treated with glucose. Controls were not used. The customer stored the test strips out of their original capped vial, against labeling. The device replaced and requested to be returned for evaluation.